Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages with one cartridge. Reportedly, the cartridge had been filled with 180 units of insulin. The customer reported blood glucose level was 376 mg/dl, and was addressed with a correction bolus. During the call with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.